Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.